Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1npxk, (B)(6), (B)(4). All codes apply to both product ID: 3889-28 and interstim ii. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient implanted with a neurostimulator. It was reported that the device was infected and it was explanted. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1npxk serial# implanted: 2018-(B)(6) explanted: 2018-(B)(6) product type lead h3: no analysis performed non-analyzable medical issue h6 applies to both pli 10 and pli20. If information is provided in the future, a supplemental report will be issued.